Manufacturer narrative:
Device evaluation: the product was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing record was not reviewed since the serial number is unknown. The complaint history cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
After implantation of the intraocular lens (iol), there was a fragment of plastic in the anterior chamber that the surgeon removed with forceps. It looked like a piece of plastic from the edge of the inserter. Sometime later, another case occurred where the piece of plastic was similarly shaped but smaller. It was found in the anterior chamber. This report documents the first incident. A separate report will be filed for the second incident. No additional information was provided to abbott medical optics.